Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 06) occurred. Reportedly, the pump was not outside the allowable operating altitude range. Additionally, it was reported that insulin drips were not observed to be dripping out of the cartridge tubing during the load fill tubing sequence. A cartridge change was performed resolving both issues. There was no reported adverse impact to the customer's blood glucose level.